Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('untimely bleeding') in a (B)(6)-year-old female patient who had essure (batch no. D31447) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), myalgia ("muscle aches"), dyspareunia ("impossible sexual intercourse"), headache ("headache"), fatigue ("fatigue"), infection ("infection"), vision blurred ("blurred vision") and swelling face ("swelling of the face"). At the time of the report, the abdominal pain, genital haemorrhage, myalgia, dyspareunia, headache, fatigue, infection, vision blurred and swelling face outcome was unknown. The reporter provided no causality assessment for abdominal pain, dyspareunia, fatigue, genital haemorrhage, headache, infection, myalgia, swelling face and vision blurred with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-sep-2019. The most recent information was received on 25-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('untimely bleeding') in a 39-year-old female patient who had essure (batch no. D31447) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), myalgia ("muscle aches"), dyspareunia ("impossible sexual intercourse"), headache ("headache"), infection ("infection"), fatigue ("fatigue"), vision blurred ("blurred vision") and swelling face ("swelling of the face"). At the time of the report, the abdominal pain, genital haemorrhage, myalgia, dyspareunia, headache, infection, fatigue, vision blurred and swelling face outcome was unknown. The reporter provided no causality assessment for abdominal pain, dyspareunia, fatigue, genital haemorrhage, headache, infection, myalgia, swelling face and vision blurred with essure. Batch no : d31447; production date : 2014-11-21; expiration date : 2017-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, incomplete narrative was regenerated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.